Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Sales rep reported a revision surgery of a axsos 3 distal lateral femur plate that broke post op due to nonunion of left femur of the patient. Surgeon removed implant and implanted a nail.

Manufacturer narrative:
The reported event that an implanted «dist. Lat. Femur plate 18 hole / 379mm left» in the left femur of a patient, broke postoperatively due to nonunion, and was replaced with a nail, could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The visual inspection revealed that the plate is broken in half (2 separate pieces) and the breakage point is along the 2nd round hole. The surface of the plate looks quite scratched - most likely caused during the implantation and/or explantation. Both broken surfaces are quite smooth with some polished parts, most likely due to continuous friction. The two parts can be put back together in perfect alignment, which indicates a brittle overload fracture. Such a fracture can occur due to excessive force being applied on a specific part of the device. It was reported that the plate was implanted and broke after a few months due to nonunion. From the provided x-rays, a clinical expert evaluation confirmed that, ¿there is no bone consolidation. Non-union is defined as ¿no sufficient bone consolidation after 6 months¿. No timelines have been submitted. The fracture is highly unstable and nearly all loading is transferred by the plate w/o any sufficient support by the bone structure.¿ as per IFU (v15013): the plates ¿are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone. [¿] these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important.¿ therefore, the patient should be well informed that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. It is also common that adverse results may be clinically related rather than device related. Such a case would be obesity. As per IFU (v15013), ¿the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself. These devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ however, no information related to the patient and his immobilization were communicated, and it cannot be confirmed whether the implant broke due to that. If the patient did not follow properly the immobilization instructions of the surgeon, it is quite possible that the fracture was not able to heal and this led to the reported breakage of the plate. Based on investigation, the root cause would be attributed to a patient related issue, due to overload. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Sales rep reported a revision surgery of a axsos 3 distal lateral femur plate that broke post op due to nonunion of left femur of the patient. Surgeon removed implant and implanted a nail.